Manufacturer narrative:
Additional information added: the date the complaint was received; indicate that the information initially received did not indicate the incident would be reportable to FDA however, upon receipt and investigation of the complaint product, there was evidence that the device malfunctioned in a way that led to a reportable event. The date the information was received that reasonably suggested the incident be reported to FDA is 08/21/2017.

Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. First we made a visible inspection of the jaw. Except the charring we found no further abnormalities. Then we checked the mechanical function. The clamping and the cutting function worked well. Batch history review: the manufacturing documents have been checked and found to be according to specification which was valid at the time of production. Conclusion and root cause: one probable root cause in cases like this is an improper cleaning during surgery so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by an incorrect handling during cleaning the electrodes. A damage during rf-generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our CAPA system and are working on a solution. A CAPA for improvement and better durability was started ((B)(4)).

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Made corrections to should read "single use yes"

Event description:
Country of complaint: (B)(6). Initially reported incident did not meet the definition of vigilance case, however, upon review of the device the vigilance decision was changed. Additionally, complaint file (cc) was updated to include short description of "io arcing in jaw" as well as applicable "item defect loc/defect type" codes.